Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an 80mm diameter thoracic aortic aneurysm. It was reported approximately 4 years post the index procedure, follow up CT a type ia endoleak was identified. Intervention was completed where an additional valiant stent graft was implanted in the patient to resolve the endoleak. As per the physician, the cause of the event is due to disease progression and the patients anatomy. No additional clinical sequelae were reported and the patient is fine.